Event description:
It was reported that atrial under sensing was noted on this pacemaker. The p wave low amplitude has been undersensed despite previously decreasing the sensitivity. Technical services (ts) was contacted for advice. Ts noted that in addition to the undersensing, this pacemaker oversensed ventricular activity on the atrial channel. And provided sensitivity troubleshooting recommendations and reprogramming blanking periods. This pacemaker remains in-service at this time. No adverse patient effects were reported.